Event description:
Caller tested 4.4 inr and 5.9 inr on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect system, however, customer states suspect strips have been used up and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.